Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was implanted on (B)(6) 2024. A few days after the surgery, he got an infection. An extensive therapy of IV antibiotic was given. However, the infection was not healed. The device was explanted to control the infection.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient suffered from an infection at the surgical incision which did not heal after implantation surgery. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. However, the presence of the device might have contributed to its subsequent development. The concerned device was explanted but has not been received for investigation.

Event description:
The recipient was implanted on (B)(6) 2024. A few days after the surgery, he got an infection. Reportedly, the surgical wound did not heal properly. An extensive therapy of IV antibiotic was given for 4-5 weeks. However, the infection was not resolved. There was continuous discharge of pus. The recipient has been explanted.